Event description:
Clinic notes were received indicating that the vns patient was being referred for surgery. The patient was experiencing at least one seizure per day. It was noted that the patient¿s device was implanted for seven years with a high duty cycle so the physician suspected the patient¿s device had low battery. An patient¿s eeg was normal. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. A battery life calculation using the available programming history showed approximately 1.4 years until neos = yes. No known surgical interventions have occurred to date.

Event description:
It was reported that the patient underwent generator replacement dur to end of life. The explanted generator was received for analysis. The returned product form indicated that the generator was unable to be interrogated due to battery depletion. Analysis of the generator was completed on 10/31/2014. The generator performed according to functional specifications as defined in final electrical testing. During the product analysis, there were no anomalies found with the pulse generator. The physician reported that the patient is noncompliant with medications and reports intolerable side effects from most all medications.

Manufacturer narrative:
Review of the available programming and diagnostic history.